Manufacturer narrative:
The device was not available to be returned and the lot number is unknown. Additional information is expected.

Event description:
The patient reported that she received bilateral orthovisc injections on (B)(6) 2015. Patient history: left knee meniscus surgery on (B)(6) 2015 and past cortisone shots. (B)(6) 2015-1st injection: given by the patient's doctor-right knee pain. (B)(6) 2015-2nd injection: given by physician assistant: extreme right knee pain during injection and 2 days post injection-increased knee pain with knee swelling and required a walker and wheelchair. Right knee fluid drained 2 times (40 cc each time) and cortisone injection. (B)(6) 2015-3rd injection: given by the patient's doctor: pain and swelling continued post injection. Right knee fluid drained 2 times (40 cc each time). Cultured- no crystals, no pseudo-sepsis, no gout but her white blood cell count was slightly elevated. The patient reported that the pain and swelling has slightly reduced since the 1st orthovisc injection and is only taking anti-inflammatory (motrin). (B)(6) 2015: the patient was prescribed percocet for pain. (B)(6) 2015: the patient stated that 2 days ago the right knee was drained (20 cc) and she has seen marked improvement with pain and swelling. She is waiting for additional information from her doctor and lot# information. The patient has a medical history of ulcerative colitis. Medications: lialda, canasa suppositories, probiotics, effexor, flurazepam, zocor and skinny fiber